Event description:
It was reported that cadd solis vip failed calibration. No patient involvement or injury reported.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The reported problem of "failed calibration" was not duplicated. The pump was calibrated, and occlusion testing passed. In mu mode, the sensor responded to pressure normally. As a preventative measure, the downstream occlusion sensor and upstream occlusion sensor were replaced. During visual inspection, the latch lock was found to be bent. Recommended replacing the latch lock. (Updated h3 and h6) a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.